Event description:
It was reported that during a coronary stent procedure, the balloon became stuck in the stent and could not be removed. The pt was sent to surgery for removal. The pt status is unk at the time of this report.